Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth break implants due to the patient's concern with the product of a non allergan device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).